Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported experience appears to be related to procedural circumstances. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery (lcfa) was achieved using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, post procedure when the patient was taken to a recovery room the patient had no pulse. A femoral angiogram was performed through the right common femoral artery (rcfa) and revealed that the suture had stitched the posterior wall causing an occlusion in the lcfa resulting in no pulse. The occlusion was treated using laser therapy and angioplasty through the rcfa resuming normal blood flow. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure of two hours due to the treatment of the occlusion. The technician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.